Event description:
Lipid filter attached to tpn (total parenteral nutrition) tubing. When attempting to prime tpn through the lipid filter, the tpn would not go through. Rn (registered nurse) attempted to unscrew lipid filter from tpn, but the connection was jammed and unable to disconnect. Tpn needed to be re-primed with new tubing, no tpn wasted.